Event description:
It was reported that during port implant procedure, the puncture needle was allegedly cracked and leaked. It was further reported that the catheter allegedly failed to pass through the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. One electronic video were provided for review. Therefore, the investigation is confirmed for the reported failure to advance issue as the catheter was unable to be advanced into the sheath in the provided video. However, the investigation is inconclusive for the reported fracture and fluid leak issue, as the provided video does not have sufficient information to confirm the reported event and the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), g3, h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during port implant procedure, the puncture needle was allegedly cracked and leaked. It was further reported that the catheter allegedly failed to pass through the sheath. There was no reported patient injury.